Manufacturer narrative:
Reported event: it was reported that the mics handpiece assembly that enables the handle to be adjusted fell apart and locked the handle in one position. Product evaluation and results: visual inspection visual inspection confirmed that the pivot lock was broken. Attempts to repair the mics were unsuccessful and the part was rtv for rework. Functional, dimensional and material analysis inspection were not performed as visual inspection confirmed the failure. As per (B)(4) and case number (B)(4). Failure mode was duplicated and product was returned to vendor. Product history review: device history records indicate (B)(4) devices were manufactured under prodex lot k0b5l and all (B)(4) devices were accepted into final stock on 05/16/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k0b5l shows no additional complaint(s) related to the failure in this investigation. Conclusions: the failure mode was duplicated for the alleged failure. Attempts to repair were unsuccessful and the part was rtv for rework. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event.

Event description:
The mics handpiece assembly that enables the handle to be adjusted fell apart and locked the handle in one position. Case type: tka. Surgical delay: 15 minutes. Update: "were any debris/components left inside of the patient? No. Were any components of the device missing or disassembled when the issue occurred? Yes"

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The mics handpiece assembly that enables the handle to be adjusted fell apart and locked the handle in one position. Case type: tka. Surgical delay: =15 minutes. Update: "were any debris/components left inside of the patient? No. Were any components of the device missing or disassembled when the issue occurred? Yes".